Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient had symptoms of high blood sugar. They were dizzy, shaking, confused and was pale. The patient's son called an ambulance and was taken to the emergency room. At that time, the cgm was giving an urgent low alert. The nurse in the ER checked a finger sick and it was 417 mg/dl while the cgm was 45 mg/dl. The patient was treated with insulin (novalog) and was in the ER for about 12 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.